Event description:
A facility reported that the mayfield base unit (a3101) was connected to the mayfield swivel adaptor at the beginning of a procedure and approximately 30 minutes after the start of the operation, the black screw on the swivel became loose and could be fixed in place by a complete turn. Additional information received indicates that intraoperatively, the surgeon noticed that the patient's head had sagged with the mayfield. They had to remove the drape and reposition the patient, which added about 45 minutes to the operating room time. There was no patient injury because the surgeon reacted quickly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Evaluation found that the swivel adapter had slightly worn teeth and was replaced. In addition, the associated plastic knob was also replaced. The new adapter has been marked, and a function test was carried out successfully. Root cause - root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.